Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered up in system utility mode and was not able to switch into clinical mode. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.